Event description:
It was reported that the patient underwent an initial knee arthroplasty. Approximately 6 years post implantation, the articular surface was exchanged during a patella resurfacing surgery. At the time, the prime reason for the revision surgery was for patella resurfacing, which was not done at the time of the primary surgery. As is common practice during patella secondary resurfacing surgery, the decision was made to also exchange the articulating surface. Although the articulating surface exchange was not the reason for the secondary surgery, there was some progressive laxity noted and the articulating surface was upsized from a 10mm thickness to a 12mm. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign - australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. This complaint could not be confirmed by the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.